Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the programmer was in use, after two hours, the temperature of some of the electrical components would go high and a message would show up on the screen stating "temperature too high". The programmer was no longer able to be used. It was noted that the room temperature was in the normal range and that the programmer was positioned on a table with no other heat sources close to it. The programmer remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis of the device was unable to confirm the customer comment of the device overheating as no overheat warning observed, the power supply was replaced as preventative. Analysis also noted that the stylus tip was bent but functional, the stylus was replaced. The paper tray was almost empty, paper was added. Software reconfiguration was performed to eliminate any possible software issues. The device passed all final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer was returned for service.